Manufacturer narrative:
The physician in this case consented to participate in the survey but did not consent to be contacted regarding the information provided and wished to remain anonymous, therefore information for facility and city cannot be provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the launcher guide catheter.   Survey results from an interventional cardiologist in practice 16 years. In the past 2 months the physician has used 5f, 6f, 7f and 8f launcher sizes in coronary angiography and peripheral angiography procedures. The following complications adverse events/effects were encountered in the using the product over the last 2 months: 1 perforation, directly related to the device. It was also indicated that a wire perforation occurred.